Event description:
Anecdotal info reported by the doctor to a medtronic sales representative at the same time as the patient event reported on MDR 1045254-2008-00030, stated that a similar event had previously occurred with a different patient. The actual date of the event is not known. The doctor reported that he had trouble ventilating the patient, was not certain as to why ventilation decreased, but he replaced the tube with a regular tube and completed the procedure. No injury or impact to the patient was reported and no physical abnormalities were noted.

Manufacturer narrative:
The device was not returned to medtronic for further evaluation. This report was filed due to anecdotal info from the doctor, when he reported a later event to the company, reference MDR# 1045254-2008-00030. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.